Event description:
It was reported that the customer was hospitalized with low blood sugars. The pump case was cracked over a week ago and the customer used tape to hold the pump togetheter. During this period, the customer blood sugars were consistently in the 400-400 range. The day of the incident the customer's blood sugars dropped to 64 and was admitted to the hospital for two days. Troubleshooting was not performed due to the case damage. Advised to contact the 24 hours product help line with any future pump related issues.